Manufacturer narrative:
(B)(6).

Event description:
The patient fell. Afterward, he felt stimulation in the wrong location. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.